Event description:
It was reported that the patient experienced a loss of therapeutic effect. Up until the day prior to the report, the patient was getting stimulation in her left and right leg. Suddenly, however, the patient was only getting stimulation in her left leg. The reporter stated that the patient usually left stimulation on all the time because the patient always had pain. The reporter also indicated that the patient had started doing pelvic floor exercises and was using a bio-feedback machine that was inter-vaginal and provided 'small electrical impulses.' The patient's healthcare provider was aware of this and the patient had been turning her device off prior to these exercises. It was also noted that the patient hadn't seen anyone regarding her device in about 3 years. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 399945, lot# v006291, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).